Event description:
Customer reported having a high blood glucose of 400 mg/dl. The customer stated she had given herself a bolus and her blood glucose did not decline. She also stated her cannula was not bent. The customer's blood glucose was able to decline after she had changed her items. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).